Event description:
It was reported the gastrointestinal videoscope had a blurred image, wrinkles at the root of the insertion tube, and yellowing of the light guide bundles. The issue occurred during preparation for use for an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, the bending section rubber had a leak during user handling and water invaded the subject device. This caused adhesion of moisture to the objective lens unit and the blurry image temporarily occurred.